Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that registration indicated that the patient had a primary cell battery so they scheduled a replacement. During the replacement procedure they discovered that the battery was a rechargeable device not a primary cell. The caller wanted to know if t hey should replace the battery or close the patient and attempt to charge the battery because now that they know the battery is rechargeable the issue seems to be an overdischarge. The patient did not have an implantable neurostimulator recharger (insr) and so much not have recharged the battery since the implant in (B)(6) 2015. It was then reported that the health care professional (hcp) was going to leave the battery and try to pull it out of overdischarge. Additional information received from the manufacturer representative on (B)(6) 2017 reported that the device was registered in error and the actual device was a rechargeable device. The health care professional (hcp) wanted to keep the device and asked if it could be brought out of overdischarge per guidelines. The manufacturer representative explained to the implanting health care professional (hcp) that per theory they could try; however, it was unknown how long the battery was in overdischarge since implant in (B)(6) 2015, how many attempts it might take to bring it out, or if the battery would function the same if it was successfully brought out. It was further explained that the battery¿s capacity would be decreased and recharging might be daily but they were unsure and could not predict. It was confirmed with technical services that the manufacturer recommendation would be that the hcp choose if they keep or remove the device. The hcp requested to speak with 2 manufacturer representatives that they were familiar with and the hcp received the same answer. After speaking with the manufacturer representatives, the hcp decided to explant the device and replace it with a new one as planned. The manufacturer representative programmed the patient post-operative. The patient received good coverage. The manufacturer representative planned to meet up with the patient for a post-operative follow-up on (B)(6) 2017 at the hcp office. The patient stated that they were still receiving good coverage and had no further questions.